Event description:
It was reported that the implantable neurostimulator (ins) had been implanted after its expiration date. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3982, serial# (B)(4), implanted: (B)(6) 1998, product type lead; product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1998, product type extension; (B)(4).

Manufacturer narrative:
(B)(4).